Manufacturer narrative:
The insulin pump intermittent button response due to corroded keypad traces. No button error alarm noted. No unexpected ramping/scrolling of numbers or unexpected alarms noted during testing. All operating currents are within specification. The insulin pump passed self test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched liquid crystal display window.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer stated that she removed and replaced the insulin pump's battery, then received the error alarm. Customer also reported that numbers were scrolling on the display screen. Blood glucose level was 43 mg/dl at the time of the call. Customer treated with food. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.